Manufacturer narrative:
This is a final report. The customer's products have been returned and an investigation utilizing the returned meter, returned test strips and a known good battery (no battery was returned) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter-in-law reported that on november 25, 2014 at 3:00 pm customer was feeling bad, noting he was "dizzy and had a dry mouth", but when he attempted to perform a test using his adc blood glucose meter he received an ER-4 message instead of a result. Caller further reported he was taken to a local healthcare facility where he was diagnosed with hyperglycemia and treated with an unspecified amount of insulin via injection. There was no report of death or permanent injury associated with this event.